Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Data for the described event date was reviewed. No malfunction alerts or errors were found in the device engineering logs, and no factory reset was identified. The ilet responded appropriately to sensor data, issued insulin suspension commands, and delivered insulin according to inputs. The user paused insulin prior to the event, and no meal was announced. Based on available information, the device operated within specification. This severe hypoglycemic event was multifactorial. The user consumed meals without issuing meal announcements, leading to insulin delivery in response to rising glucose levels and a potential mismatch between insulin action and glucose availability. Hemodialysis - an off-label use - may have contributed to glucose variability and reduced insulin clearance. A steroid injection prior to the event may have caused transient hyperglycemia and increased correctional insulin delivery, further elevating hypoglycemia risk. Although hypoglycemia alerts were acknowledged, the user manually paused insulin after the ilet had already suspended delivery, suggesting a potential lack of understanding of hypoglycemia management with the system. The user also continued driving despite active alarms, compounding the severity of the event.

Event description:
On 27-jun-2025, the user experienced a severe hypoglycemic episode while driving, resulting in a motor vehicle accident. Emergency services were contacted, and the user was transported via ambulance and hospitalized with a blood glucose (bg) level of 30mg/dl. While hospitalized, the user experienced rebound hyperglycemia and diabetic ketoacidosis (dka), which were treated with intravenous insulin, dextrose, and fluids. The user reported not announcing meals that day due to hemodialysis and had received a steroid injection (kenalog) earlier that morning. The user has not yet reconnected to the ilet.